Manufacturer narrative:
The unit was received an intermittent button response due to a corroded keypad. No button error alarm was found. The insulin pump passed the displacement test, the rewind, the basic occlusion test, the occlusion test, the prime test, and the excessive no delivery test. The unit had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report high blood glucose levels of 400 mg/dl. The customer also reported a button error alarm while running. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.